Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer visited the emergency room (ER) with a blood glucose (bg) level of 495 mg/dl. The customer indicated that the reason for bg of 495 mg/dl was unknown. The customer received intravenous fluids and underwent electrocardiogram, x-ray and blood tests. The customer left the ER 4 hours later with bg of 120 mg/dl.